Manufacturer narrative:
Inratio precision data provided by end-user lot 070441: pt # 1- first test inr = 1.9; second test inr = 1.2; third test inr = 1.8; fourth test inr = 1.8; mean = 1.68; sd = 0.38; %cv = 22.6%. Pt #2- first test inr= 1.6; second test inr= 2.4; mean = 2.0; sd = 0.57; %cv = 28.3%. Pt #3- first test inr = 2.0; second test inr = 2.4; mean = 2.2; sd = 0.28; %cv = 12.9%. The %cv is greater than 20% for the 1st and 2nd data sets but below 20% for the 3rd data set. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as folows: pt #1- first test inr = 1.9; second test inr = 1.2; third test inr = 1.8; fourth test inr = 1.8. Pt #2- first test inr = 1.6; second test inr = 2.4. Pt #3- first test inr = 2.0; second 2.4.